Event description:
It was reported that the charge button works intermittently. There was no pt use associated with the reported event.

Manufacturer narrative:
The customer ordered a keypad from physio-control and replaced it in-house. Svc on the device by physio-control was declined. The root cause of the reported failure could not be determined.